Event description:
As reported by our affiliates in (B)(4), through the review of the medical article: "safety and efficacy of minimalist transcatheter aortic valve implantation using a new-generation balloon-expandable transcatheter heart valve in bicuspid and tricuspid aortic valves", corresponding author a. Markus kasel from klinik fur herz- und kreislauferkrankungen of the german heart center in munich. 743 patients with native aortic valve disease treated at the klinik fur herz- und kreislauferkrankungen of the german heart center in munich, germany, between january 2014 and june 2019, in a single-strategy standardized minimalist setting using the sapien 3 thv via the transfemoral route were evaluated. The following events were identified: annulus rupture marked as procedural complication: 3 patients (3 with tricuspid leaflet).

Manufacturer narrative:
This is one of ten manufacturer reports being submitted for this case. The dates of the events are unknown; however, according to the article the study period was from january 2014 and june 2019. For this reason, the first day of the reported study period (01-january 2014) was used as the occurrence date. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Per the instructions for use (IFU), annular rupture is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as related patient and procedural information were not provided. However, the event is likely related to the mechanism described above . A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Article citation: michel jm, frangieh ah, giacoppo d, alvarez-covarrubias ha, pellegrini c, rheude t, deutsch o, mayr np, rumpf pm, stahli be, kastrati a, schunkert h, xhepa e, joner m, kasel am. Safety and efficacy of minimalist transcatheter aortic valve implantation using a new-generation balloon-expandable transcatheter heart valve in bicuspid and tricuspid aortic valves. Clin res cardiol. 2021 dec;110(12):1993-2006. Doi: 10.1007/s00392-021-01935-7. Epub 2021 sep 9. Pmid: 34505192.

Manufacturer narrative:
Additional report to provide that this is one of ten manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691- 2022- 05467, 2015691- 2022- 05470, 2015691- 2022- 05473, 2015691- 2022- 05474, 2015691- 2022- 05475, 2015691- 2022- 05476, 2015691- 2022- 05478, 2015691- 2022- 05479, 2015691- 2022- 05481.